Manufacturer narrative:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. The ventilator was investigated by our field service engineer on-site and the expiratory valve coil connector on the expiratory channel printed circuit board was found to be loose. The connector was re-inserted which resolved the issue. No log files or service report has been provided and no parts was replaced and returned for technical investigation. The root cause of the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).